Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that per patient's record, patient had ins battery changed out on (B)(6) 2019 and (B)(6) 2021, and (B)(6) 2018 patient had a failed spinal cord stimulator. Caller reports per patient, patient was in a car accident and device was damage. Caller is a MRI tech with limited information. Reviewed MRI eligibility report. Information was received from the patient. They reported that they stopping using their scs after their car accident in 2019 because their controller was acting really strange. Patient mentioned they had reprogramming in 2019 and they didn't know if scs was interfering with their electronic part of their body because their legs would start going crazy so they elected to shut the scs off. Patient mentioned later on they decided to start using their scs. Patient mentioned they were in the hospital last week for tia strokes and an MRI was apart of the test needed to figure out more information of the tia strokes. Patient reported they wanted to turn the scs back on and put it into MRI mode, but they couldn't do that because they lost the ac power cord that they use to charge the controller. Patientmentioned they were not accepted to get an MRI. Patient mentioned they were discharged and would need to go back to the hospital or another hospital for further tests to figure out why they had a tia stroke. Patient mentioned their implant and controller were depleted when they were at the hospital. Patient was not sure who their mdt rep was and asked if they could have a mdt rep meet them at their primary care doctor's office. Patient mentioned they would need some reprogramming because it has been years since their last reprogramming. Agent provided patient with nas number and reviewed role of representative and redirected patient to healthcare provider. Agent sent an email to local mdt reps.

Manufacturer narrative:
Continuation of d10: product ID: 97745, product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated the information previously documented in this case regarding the tia and need for an MRI. Patient stated that they have finally gotten approval to have an MRI, but they were told it was going to be preformed on 2 separate dates as they need two 45 minute scans. Patient asked why they would need to have two separate dates. Agent reviewed the MRI guidelines and active scan time requirements per medtronic's policies. Patient stated they have bever had such a problem trying to get something done before and don't want this thing in their body anymore if it's going to be such a problem. Patient asked what would have even happened if it had been an emergency.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# unknown product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was coming to their clinic for the first time and reported that their device did not work and they were in a motor vehicle accident. They stated that they did not know if the issue of the device not working was related to their motor vehicle accident which occurred on (B)(6) 2019. The event date was asked but was unknown. Technical services did a warm transfer to the national answering services to patient a rep. No symptoms were reported. No further complications were reported/anticipated.